Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose while napping, and the caregiver discovered the infusion connector had not been fully secured and had fallen out of the chamber; customer care guided disconnection, rewind, full connector engagement, tubing fill, reconnection, and cannula fill, and provided education on proper connector orientation and verification. Symptoms included hyperglycemia. Outcomes included self-management at home with oral glucose and completion of troubleshooting and education, without hospitalization. Investigation included customer care review and guided troubleshooting. Investigation of this case revealed a likely infusion setup issue due to an incompletely seated connector, with user technique addressed through education. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.